Event description:
Nellcor puritan bennett received a call from a representative of facility on 11/03/1999. Facility called to report the following problem: high pressure alrm, beeps once, alarm light flickers and unit does not alarm again.